Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement at the time of the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. No power-related accessories were returned for evaluation. The ac charger will be replaced as a pre-caution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.